Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-l cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the distal luer hub had become separated from its extension line. The luer hub was not returned for analysis. Microscopic examination revealed that the separation at the extension line was rough and jagged. The catheter body length from the juncture hub to the tip measured 166 mm which is within the specification limits of 157-177 mm per the catheter graphic. The distal extension line outer diameter measured 0.0867" which is within the specification limits of 0.084" - 0.088" per the distal extension line extrusion graphic. The distal extension line inner diameter measured 0.058" which is within the specification limits of 0.0559-0.059" per the distal extension line extrusion graphic. This indicates that the distal extension line had a wall thickness within specification. The catheter was functionally testing per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to the medial and proximal extension lines and flushed. All lines flushed as expected. Functional inspection of the separated luer hub could not be performed as it was not returned for evaluation. A manual tug test confirmed that the proximal luer hub and medial luer hub were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had become separated from its extension line; however, the separated luer hub was not returned for evaluation. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause could not be determined without the separated luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The distal port (brown) became disconnected from the distal tubing of the catheter after placement. At the time of line placement, all lines flushed without complication. The nurse subsequently went to draw a venous blood gas when the port "fell off" the catheter tubing. A catheter over wire exchange was performed. No patient harm was reported. The patient's condition is reported as fine.

Event description:
The distal port (brown) became disconnected from the distal tubing of the catheter after placement. At the time of line placement, all lines flushed without complication. The nurse subsequently went to draw a venous blood gas when the port "fell off" the catheter tubing. A catheter over wire exchange was performed. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).